Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited far r oversensing resulting in inappropriate automatic mode switch (ams) episodes. Programming changes were discussed but not made. No adverse patient effects were reported.